Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed the lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a carotid intervention the emboshield filter was lost. Attempts to remove the filter with a snare device were successful. No additional information was provided.